Manufacturer narrative:
Clarification to b3 date of event: partial date of december 2023 was provided as the publication date of the article. Additional, changed, and/or corrected data: b5, b6, b7, e1, e3, h6, h11.

Event description:
Through journal article "breast implant associated -anaplastic large cell lymphoma after breast augmentation surgery: a case report", healthcare professional reported right side "effusion", capsular contracture baker grade ii, "palpable implants", and "very small amount of clear liquid was found inside" the right-side capsule. The device has been explanted.

Manufacturer narrative:
Article citation: caijie, yang, zhou, zhenling, li et al. Breast implant associated -anaplastic large cell lymphoma after breast augmentation surgery: a case report. Chin j plastic surgery. Dec. 2023. Vol 39, no 12; 1349-1352. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: "effusion".

Event description:
Through journal article "breast implant associated -anaplastic large cell lymphoma after breast augmentation surgery: a case report", authors reported right side "liquid", capsular contracture baker grade ii, "palpable" and "effusion". The device has been explanted.